Manufacturer narrative:
Section a2, a4, a5: unknown. Customer declined to provide. Section d6a: if implanted, give date: not applicable, as the lens was not implanted. Section d6b: if explanted, give date: not applicable, as the lens was not implanted. Therefore, it was not explanted. Device evaluation: the complaint lens, handpiece, handpiece tray, and folding carton were received. The complaint lens was received stuck in the cartridge of the handpiece. Cartridge damage and cartridge tip damage from the stuck lens were also observed. No further handpiece defects and assembly issues where observed before and after disassembling the handpiece for evaluation. Trace amounts of viscoelastic residue was observed which suggests an inadequate amount of ovd was used during loading and insertion which may have contributed to the complaint issue. The stuck lens was not removed from the cartridge to avoid introducing additional damage unrelated to the return condition of the lens. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no other complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. Attempts were made to obtain the missing information. However, the account did not provide the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during insertion of the johnson and johnson(jnj) intraocular lens (iol) the cartridge broke/cracked. The cartridge tip contacted the patient's operative eye. Through follow-up the customer clarified that the tip of the device was blown out and the iol was not able to pass. The lens did not touch the eye only the tip of the cartridge. The procedure was completed with a backup lens of the same model and diopter. There were no complications such as a capsule tear, vitrectomy, incision enlargement or sutures. No further information is available.